Event description:
Additional information reported stated that the patients cause of death was atherosclerotic coronary artery disease.

Manufacturer narrative:
Finally analysis found that the insulation was abraded at 7.4cm to 7.6cm and 11.6cm to 12.9cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.